Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 2mg/ml for a total dose of 0.5006mg/day and bupivacaine 30mg/ml for a total dose of 7.509mg/da via an implantable pump for malignant pain. It was reported on (B)(6) 2017 the patient reported pain at the pump site. On (B)(6) 2017 the patient expressed concern that the pump was flipping in the pocket/patient felt the pump had flipped. On (B)(6) 2017 during a pump fill, the hcp noted the pump had tilted. Examination/palpation revealed two sutures did remain intact. The cause of the pain at the pump site was not known. No action was taken/no further diagnostics or interventions were performed. The outcome of the pain at the pump site resolved without sequelae on (B)(6) 2017/the patient reported resolution without intervention on (B)(6) 2017. The outcome of the pump migration was unresolved with no further action planned. The clinical diagnosis was pain at the pump site and the device diagnosis was pump migration. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was the pump pocket. The event date was (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the pump tilted/migrated/flipping was not known. The patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the device diagnosis to pump inversion.